Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported the filterwire became detached. The target lesion was located in a vein graft. A 190cm filterwire ez¿ was selected for use. During the procedure when the physician tried to deploy the filterwire, it was noted that the wire became detached in an unspecified device placed in a vein graft. Consequently, the physician removed the device as a unit. The procedure was completed with a stent. No patient complications were reported and the patient's status was fine.